Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion. They checked all tubing and clamps but cannot find reason for occlusion alarm. Battery door opened or hard restart and remove/reattached cassette alarm occurred. They instructed to close the clamps and remove cassette, tap on hard surface and reattach. Cassette reattached and alarm occurred that cassette was not attached properly. They removed and reattached two times. Battery door opened/closed after reattaching cassette and remove/reattach cassette alarm reoccurred. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.